Event description:
It was reported that while stimulation was turned on, "it's not working" and the patient had horrible pain and could not sleep at night. Instead of a therapeutic effect, the device sent a "very uncomfortable feeling" through her body. The pain was "by the implant and down the right leg (side that implant is on)" and her body was rejecting the device. The device was up to skin level and it felt like her body was "pushing it out." It was indicated that the patient had an appointment at her doctor's office on (B)(6) to discuss removing the device.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).